Event description:
After paramedic inserted ez-io intraosseous needle, an attempt was made to remove the top portion, leaving the metal catheter in place. The paramedic was unable to remove top portion and had to remove the entire device. Another pediatric ez-io needle was used successfully on this pediatric cardiac arrest victim.